Event description:
The user facility reported a 64-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient began moving violently causing pump to pull out of ventricle. Staff emergently intubated patient and administered sedatives. The physician was unable to re-advance original impella and made the decision to place second impella cp.

Manufacturer narrative:
The investigation into the positioning issues has been completed. Product was not returned for review. The root cause of the positioning issue was determined to be patient movement as the patient began moving violently forcing the pump out of the ventricle.